Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ph value was drifting on blood parameter monitor (bpm). The ccp said this made them uncomfortable so they stopped using monitor. The device was not changed out, so they used the I-stat to finish the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: the blood parameter monitor (bpm) and shunt sensor were calibrated successfully (with 540 calibrator) prior to cardiopulmonary bypass. The prime solution contained the normal solutions and additives (plasmalyte r, sodium bicarbonate, heparin, and albumin). The perfusionist (ccp) stated that no unique drugs (like methylen blue) were used during the procedure. The bpm's ph was reading lower than normally observed at the initiation of cpb and throughout the procedure. During the first in-vivo recalibration, the ph measured by the bpm was 7.32 and the ph measured by I-stat lab analyzer was 7.45. After the bpm was corrected to the lab values, the bpm ph gradually drifted lowe than the ph measurement of the I-stat. Again the I-stat was reading 0.10 or more ph units higher than the bpm. With additional in-vivo recalibrations, bp, the bpm continuously drifted to ph levels lower than the I-stat. With this trend, the ccp did not treat the patient for low ph (acidosis) but used the I-stat to manage the patient. The other bpm measured parameters were reasonable and comparable to the I-stat. There was no delay in the procedure, and the procedure was completed successfully and no patient harm was observed or reported. There was no associated blood loss.